Manufacturer narrative:
The information contained in this report is being provided to FDA to comply with medical device reporting regulations and is based on information submitted by others that may not be factually correct. This submission does not constitute a determination of admission that a device has malfunctioned or that a device is related to an injury or death. Pursuant to manufacturer policy, events resulting in a revision surgery are deemed a serious injury as defined in 21 cfr 803.3 and are determined to be MDR reportable events.

Event description:
The patient underwent an interbody fusion with placement of an elite expandable device on (B)(6) 2021 without incident. Approximately 11 months later, the patient experienced recurring leg / back pain, prompting medical attention. CT imaging showed the implant bolt partially migrated into the canal along with new bone growth in the device. The surgeon is intending a revision surgery for device and/or device bolt component removal.